Event description:
It was reported that the ilet user experienced recurrent insulin cartridge leaks and, during a call, one cartridge was actively leaking; the user had been attaching the infusion set connector to the cartridge outside the pump chamber and was instructed to perform a supply change and attach the connector within the chamber, consistent with troubleshooting and education for an infusion set and cartridge issue involving incorrect connector attachment. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed use error related to incorrect connector attachment causing leakage associated with the seal, involving the connector and reservoir components. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error.